Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager kept failing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager kept failing. A field service engineer reported that the remote manager issue had continued to occur, although the customer had been able to temporarily recover it. However, the issue persisted even after recovery attempts. As a result, the fse swapped the unit with another available remote manager from an unused area. The unit appeared to function correctly after the swap. The fse verified that all cable connections were secure and that the internal circuitry was properly connected. The latch was found to be in good condition, and no alignment issues were observed with how the unit was mounted. The system functioned as intended after the field service engineer repaired the device.